Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, an (B)(6) female child patient's infusion set's tubing detached/broken at site connector. At the time of event, her blood glucose level was between 200 mg/dl to 260 mg/dl. The infusion set had been used for a day or two. Further, they replaced the infusion set and resumed insulin successfully. No further information available.